Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of capture on the left ventricular lead. An x-ray was performed, and it was noted that the lead was pulled back. Programming changes were made, and the patient was stable.

Event description:
New information received on 03 dec 2019, indicates that the lead was explanted and replaced on (B)(6) 2019.